Event description:
It was reported that the patient was experiencing inadequate stimulation due to ipg and lead migration which was confirmed through an x ray. The patient was also having extended time of charging the ipg. The patient underwent a complete spinal cord stimulator replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2218-50, sn: (B)(6). The returned lead was analyzed and revealed that all cables were completely broken at the bent location of the lead. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. There are no exposed cables at the fracture location. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause was traced to a component failure and a migration was a known inherent risk of implanting a pulse generator as part of the system to deliver spinal cord stimulation. Sc-2218-50, sn: (B)(6). The returned lead was analyzed and revealed that all cables were completely broken at the bent location of the lead. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. There are no exposed cables at the fracture location. With all the available information, boston scientific concludes the reported event was confirmed. The probable cause was traced to a component failure and a migration was a known inherent risk of implanting a pulse generator as part of the system to deliver spinal cord stimulation. Sc-4316, lot: 17279171. The returned clik anchor was analyzed and found that one of the clik anchors has one torn eyelet. With all the available information, boston scientific concludes the reported event was confirmed. It appears that excessive force was exerted onto the eyelet which resulted for it to rip. The probable cause is due to unintended use error which caused or contributed to event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17634310/17634310. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 17279171.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to ipg and lead migration which was confirmed through an x ray. The patient was also having extended time of charging the ipg. The patient underwent a complete spinal cord stimulator replacement procedure and was doing well postoperatively.